Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was a water/solution leakage to the device. In addition, damaged boards due to corrosion was noted. The unit required a change of a power board, control board, and power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the shockpulse-se lithotripsy system starts with an error. The event occurred during preparation for use. During a standard service inspection of the customer returned device, damaged boards were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damaged circuit board was likely due to user mishandling or spills. The event can be prevented by following the instructions for use which state: - "to minimize the risk of electric shock and generator damage, keep all liquids away from the generator. If liquid is spilled into this product, immediately stop the procedure and contact olympus. If the power cord gets wet, fully dry it before use. Otherwise the user may receive an electric shock." - "wipe generator cabinet, front panel, power cord and footswitch with a sponge (or towel) lightly moistened with a mild soap solution (use medical-grade, low foaming and neutral ph detergent). Follow with a sponge (or towel) lightly moistened with clear warm (42 ¿ 52 °c [107 ¿ 125 °f]) tap water." Olympus will continue to monitor field performance for this device.